Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient's gastroparesis had been acting up. The patient stated that their gastroparesis had been back really bad since they had surgery to fix part of their stomach on (B)(6) 2018. They just left the healthcare professional (hcp) office and was told the implanted neurostimulator (ins) was on. The hcp shortened the cycle time and noted it was at the maximum voltage and time on. No further complications were reported or anticipated.